Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the ccu of the device the ar-3200-0025 (B)(6) suddenly had no power supply. There was no harm for patient, operator or third party reported. No further information was provided.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a failing motherboard caused by a supplier process issue.